Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirm the reported event; the programmer would boot up to "please wait" screen and then displayed a system error. Hard drive was reimaged and software was reloaded/updated to resolve issue. Analysis also found the ECG connection on the lem (link electronic module) printed circuit board assembly was loose. The lower case was worn and the latch tabs on power cord bay and the left keyboard hinge were broken. It was noted the stylus was missing. (B)(4).

Event description:
It was reported the message "call medtronic rep system failure" displayed on the programmer screen when the programmer was turned on. The programmer was returned for repair. There was no patient involvement.